Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 29mm 11500a inspiris resilia aortic valve in the pulmonic position as disabled via valve in valve procedure after an implant duration of 1 year, 9 months due to moderate stenosis and regurgitation. The patient presented with fatigue. Tpvr was completed with a 23mm 9600tfx transcatheter valve and patient was stable at the end of the procedure.